Event description:
It was reported that a female with history of thrombocytopenia underwent a peripheral intervention in 2009. The physician, currently in training to the mynx procedure, proceeded to use the mynx device without a company representative present. It was reported that following mynx deployment, the physician had difficulty deflating the balloon. The device was removed as a whole and it was reported that the balloon was still inflated. Hemostasis was achieved and the pt was sent to recovery. It was reported that two days later, the pt was sent back to the cath lab for suspected bleeding at the access site. Contralateral access was obtained and it was reported that there was a pseudoaneurysm and active bleeding medial to the access site. The physician proceeded to deploy a covered stent. The pt tolerated the procedure well and without further complication. No further info was available.

Manufacturer narrative:
The device's lot number was not provided and the device was not available for return, therefore, the cause of the reported deflation difficulty could not be determined. In addition, the root cause of the pseudoaneurysm and active bleeding which resulted in the percutaneous intervention is unk. Per the mynx IFU, the mynx should only be used by a trained licensed physician or healthcare professional. The safety and effectiveness of mynx have not been established in patient with bleeding disorder such as thrombocytopenia.